Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it although it can be presumed that the reprocessing steps recommended in IFU were not performed completely due to nonconformity of the device which led to the foreign material in the device. Per additional follow up from the customer, appropriate reprocessing and storage was done after the last procedure, the device was not used on a patient with the foreign material adhering to it, precleaning was not delayed, there was no delay to the start of precleaning, and the device was cleaned by brushing. The event can be detected/prevented by following the inspection method for the event is described as follows in the following places in the instructions for use: "gif-q150, cf-q150l/I operation manual chapter 3 preparation and inspection" "gif-q150, cf-q150l/I reprocessing manual 3.3 precleaning 3.5 manual cleaning." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a wrinkled connecting tube and reduced angulation. The issue was found during reprocessing. Inspection and testing of the returned device found a yellowish/brown foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle had foreign objects, multiple parts of the scope were dirty, the distal end cover was dented, the bending section rubber was discolored, the connecting tube was discolored, the connecting tube was scratched, the suction cylinder was shaved, the scope cover was scratched, the grip was scratched, the control unit was scratched, the universal cord was scratched, the right/left knob was discolored, the up/down knob was discolored, the bending tube was deformed, the guide pin of the electrical connector was missing, the bending angle in the up/down/left/right directions were out of standard, the up/down and right/left knobs had play, and the water removal was reduced due to clogging of the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.